Manufacturer narrative:
Results: cva/stroke. Conclusions: cva/stroke. (B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. Approximately 30 months post index procedure the patient suffered a stroke. The patient was hospitalized and received medication. Investigator has assessed that the event was not related to the device. It is reported that the patient recovered with treatment.